Manufacturer narrative:
The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation after manufacturer requested for the return and the lot of the device was unknown. D4: lot #: unknown. D4: primary UDI number: unknown. E1: zip code: (B)(6). The event is currently under investigation. This report includes information known at this time. An additional follow up report will be submitted should additional relevant information were to come upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Right atrial, right ventricular (with defibrillator), and left ventricular leads had been implanted via the left subclavian vein. The apex of the right ventricular lead was strongly adhered, so after detachment and countertraction with an evolution rl 13fr lead, blood pressure dropped, suggesting cardiac tamponade, and pericardiocentesis was performed.